Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Additionally, once the cartridge was loaded onto the pump, the customer continued to observe air bubbles emerging from the cartridge. Tandem technical support educated the customer in regards to cartridge bag leaks possibly causing the issue. There was no reported adverse impact to the customer's blood glucose level.